Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a cti line cavo-tricuspid isthmus line ablation. On the third ablation as the ablation was ending it was noted that a audible steam pop occurred. No patient complications were reported.